Event description:
It was reported following a replacement of ins on (B)(6) 2010 that there had been a loss of therapeutic effect with no stimulation sensation. It was further reported there was no stimulation when run at 10.5v. For impedances at 3.0v, readings were: 0/1-1716, 0/2-2718, 0/3-3571, 1/2-1766, 1/3-2872, 2/3-1878 ohms. There was no stimulation at 10.5v, 60hz, 450 pw. Further info has been requested.

Manufacturer narrative:
(B)(4).